Event description:
Complainant alleged that during a routine shift check by a clincian , the device would not power on. Complaint indicated that there was no patient involvement in the reported malfunction.